Manufacturer narrative:
It is always a concern when valleylab is notified of a product complaint. We as a manufacturer strive for excellence in constantly improving our products quality and surgical care. A more complete description of the incident described in the received report including relevant events prior to and subsequent to the actual incident has been sought (including additional patient status details). The file would be updated when additional information is received.

Event description:
Reportedly, a force fx generator and a 3m pad were used for the procedure. The setting of the device was 60+60 and the pad was placed on the right thigh. The 2nd degree burn injury was between the pad and the surgical site. The procedure type and the treatment given to the patient have not been reported at the moment.